Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from a small hole in the tubing of the heater bag line during their pd treatment. Fluid did not come in contact with the cycler. The patient reported receiving an air detected in cassette alarm during fill 1 of 4 of treatment. The cause of the leak is unknown. Upon follow up, the patient¿s contact confirmed the reported event. There was an air detected in cassette warning during fill 1 of 4 of treatment. Upon looking around, the patient¿s contact discovered fluid on the floor that was leaking from the cassette¿s tubing. The patient¿s contact stated that there was a small hole in the heater bag line¿s tubing. The patient¿s contact confirmed that fluid did not come in or anywhere near the cycler and stated the fluid had only gotten on their floor. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and was able to complete peritoneal dialysis treatment on the night of the reported event. The patient has been continuing on with pd therapy without issue or reoccurrence of the event. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from a small hole in the tubing of the heater bag line during their pd treatment. Fluid did not come in contact with the cycler. The patient reported receiving an air detected in cassette alarm during fill 1 of 4 of treatment. The cause of the leak is unknown. Upon follow up, the patient¿s contact confirmed the reported event. There was an air detected in cassette warning during fill 1 of 4 of treatment. Upon looking around, the patient¿s contact discovered fluid on the floor that was leaking from the cassette¿s tubing. The patient¿s contact stated that there was a small hole in the heater bag line¿s tubing. The patient¿s contact confirmed that fluid did not come in or anywhere near the cycler and stated the fluid had only gotten on their floor. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and was able to complete peritoneal dialysis treatment on the night of the reported event. The patient has been continuing on with pd therapy without issue or reoccurrence of the event. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.